Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 625 mg/dl. The customer alleged that the pump was not delivering insulin properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer's health care provider maintained that the pump was not functioning properly. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, fluids, and nausea medicine. Reportedly, the customer was released from the hospital on (B)(6) 2020 with the issue resolved and no permanent damage.